Manufacturer narrative:
Getinge became aware of the issue with powerled sat pwd50+df 13 k3 surgical light. The unit with catalogue number ard515062131a, serial number (B)(6) and UDI number (B)(4). The device was manufactured on 7th may, 2018. As it was stated the light head of the device was loose on the connection with its fork. The finding of looseness of the connection appears related to a gap between the fork and the light head. The gap between the fork and the light head was caused by a loosening of the bracket fixing screws over a long period of time due to a lack of thread-locking patch on 3 screws in production line what is considered as isolated case. We decided to report the case in abundance of caution as this kind of malfunction could lead to serious injury. The problem was found by getinge technician during the preventive maintenance and after the repair the device was returned to the service. It was established that when the event occurred, the surgical light did not meet its specification as connection between fork and headlight was loose and it contributed to event. We have not received information whether the device was being used for patient treatment at the time when the event occurred. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. To prevent any safety issue the user manual mentions to check the light heads for chipped paint, impact marks and any other damage and to perform yearly preventive maintenance. We believe that all remaining devices are performing correctly in the market. Given the circumstances and after our review of complaint ratio behavior of this nature, we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 27th of april 2021 getinge became aware of an issue with one of our surgical lights - powerled. The light head of the device was loose on the connection with its fork and there was a possibility of light head detachment. There was no injury reported however we decided to report the issue based on the potential as a light head falling down may leads to serious injury or worse.